Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was confirmed due to a 12v shorted on the ca board, causing fault. The root cause of the shorted ca board cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.